Event description:
Patient with history of stage IV follicular lymphoma was admitted for an ultrasound biopsy of lymph node. While physician was doing the procedure, the medax srl unipersonale medeasy soft tissue semi-automatic biopsy needle came unglued. Another biopsy needle was used and it came unglued as well. Both biopsy needles had the same lot #. A third biopsy needle was used without problems. No known harm done to patient. This is the 6th report of this biopsy needle coming unglued. Purchasing department is aware and has all lot numbers: 21-121, 21-75, 21-67, 21-64